Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged deep into the left ventricular outflow tract (lvot) resulting in moderate paravalvular leak (pvl). The reason the valve dislodged was reported to be due to the larger size of the lvot as compared to the annulus. A 26 mm non-medtronic valve was successfully implanted inside the first valve. No additional adverse patient effects were reported.